Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced low blood glucose level. Customer¿s blood glucose level was 46 mg/dl at the time of incident and current blood glucose level was 95 mg/dl. Customer was treated with food and carbs. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.